Manufacturer narrative:
Section h3: the patient remains implanted with the device although a portion of the percutaneous lead was evaluated by the manufacturer. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of a low speed event, a specific cause for the event could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, the log file findings could be indicative of a potential driveline issue. The submitted system controller log file captured one transient low speed operation event on (B)(6) 2019 at 05:19:34 pm, associated with the pump speed decreasing to 7990 rpm, below the low speed limit of 9200 rpm. This event occurred while the system controller was connected to a power module. A distal end driveline repair was performed and the replaced portion was returned in a segment measuring approximately 13.5¿. The outer silicone jacket was severed approximately 9¿ from the metal connector, and the remainder of the outer layers of the driveline were severed approximately 10.5¿ from the metal connector. Minor metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the low speed event observed in the submitted log file. The patient remains ongoing on the heartmate ii lvas and no further issues have been reported at this time. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced a low speed advisory. On (B)(6) 2019, technical service arrived to preform a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient will remain on a no ground cable. No further information was reported.